Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress was applied to insertion section, stress from inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.), and chemical stress from reprocessing not recommended by instructions for use (IFU) caused the coating to peel. 3.2 preparation and inspection of the endoscope 3. ¿inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the additional evaluation finding was as follows: the bending section cover was perforated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset bronchofiberscope, to the olympus service center for preventive maintenance. Upon inspection and testing of the returned device, it was observed that the insertion tube coating was peeling. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.